Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was cracked all over due to customer falling, which she did a lot. Customer's blood glucose was 368 mg/dl. Troubleshooting was performed due to high blood glucose. During troubleshooting, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.